Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device was in back up vvi. Download was performed. There were no adverse consequences to the patient. Possible cause of the issue is merlin.net transmitter. The device will not be returned for analysis.